Event description:
It was reported that the patient experienced burning pain and discomfort despite re-programming attempt. It was noted that the lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the facility.